Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the films provided; however, the cause and subtype of endoleak could not be determined. Lack of pre-implant CT¿s did not allow for assessment of the pre-implant anatomy. Complete post implant cts were not available, therefore, a more thorough evaluation of the stent graft in vivo configuration could not be performed. Selective angiograms, including endoleak interrogation (i.e. Injecting contrast from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources were also not available. Only limited still axial CT slices were provided, making it difficult to determine the exact origin of the endoleak. While a type iiib fabric endoleak cannot be entirely ruled out, this endoleak type it is less likely to occur so soon after the index procedure. This endoleak could have also been a type ib due to the presence of contrast leakage in the right common iliac artery. Another possibility is a type ii endoleak due to collateral vessels feeding the aneurysm sac. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft was implanted during the endovascular treatment of a 55mm aaa. It was reported that a follow-up CT taken 3 weeks post the index procedure showed a suspected type iiib endoleak. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.